Manufacturer narrative:
(B)(4).

Event description:
Procedure: lavh. According to the reporter: the doctor found that the pin which places in the end of tip fell off. Since the doctor could not be sure where the pin went, it took more than 30 min to find the pin. Finally the pin was found in the floor of or.